Event description:
Healthcare professional reported "capsular contracture, baker grade ii", "MRI states - posterior and inferior to the right implant, there is a mixed signal area containing some silicone -like signal with associated mild enhancement which could represent extracapsular silicone and associated granulomatous reaction". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles in the shell, wear abrasion, deformation and crease fold. Cloudy and bubbles in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.